Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# v477036, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient had a 60-month follow up visit on (B)(6) 2015, and the x-ray report from this annual visit indicated the electrode tip projected 29 mm anterior to the ventral sacral cortex where previously it had projected 37 mm on (B)(6) 2010, and (B)(6) 2015. It was noted the interval change may be related to patient positioning. It was also reported the patient was not reporting any problems related to the device and she was very satisfied. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.